Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that about 70 months after the implant an inappropriate shock was delivered. Insulation damage was suspected and the lead was explanted.